Event description:
On (7) occasions the catheter slides out of the cuff while the cuff remains in place. Catheter displacement was within (8) weeks after implant. The catheters had to be removed. The cuff had to be surgically removed due to strong tissue in-growth. Post-implant examination showed cuff to be closed and intact.